Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends the screws were made to specification. The fracture surface is consistent with fatigue. There were no obvious material or component defects present.

Event description:
It was reported to k2m, inc. On (B)(6) .2016 that a bilateral screw fracture at s1 occurred post-op. Patient was revised (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On 05.11.2016 that a bilateral screw fracture at s1 occurred post-op. Patient was revised (B)(6) 2016.